Event description:
It was reported that an occlusion alarm occurred, and the customer experienced multiple occlusion events. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin therapy.